Event description:
A malfunction alarm, referred to as alarm 20, was reported during insulin pumping. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl. The customer was unable to resume insulin therapy after attempting to load a new cartridge with assistance from technical support, and the same cartridge alarm recurred. As a resolution, it was decided that technical support would replace the pump.